Event description:
It was reported that there was a cup removal due to non ingrowth and no fixation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an pca cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.